Manufacturer narrative:
H3: analysis of the 8781 catheter identified a kink in the catheter body. Analysis identified a leak near the strain relief/transition tubing near the connector during the in-line pressure leak test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# serial# (B)(6) , implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the pump and catheter serial numbers were confirmed. The implant date of the catheter was (B)(6) 2017. The date of the pump and catheter explant was on (B)(6) 2024. The pump was replaced due to normal battery life. The pump was discarded and the catheter was returned.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 314 mcg/day via an implantable pump for cerebral palsy. Past medical history / history or side effects and complications were indicated as none. It was reported that a catheter contrast study was performed before the pump replacement surgery. The drug and cerebrospinal fluid (csf) could not be drawn, so it was determined to be a catheter abnormality. The physician determined that the catheter was blocked. It was further reported that there was no csf returning due to catheter occlusion during the pump replacement surgery, so the physician would like the manufacture to investigate the situation based on the opinion that there might be an abnormality in the connector and the connection region of the pump and catheter. The pump and catheter were replaced. Regarding occlusion, the event was related to the catheter and unrelated to drug, pump, programming, or procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781; lot# n710630020; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.